Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose level was 175 mg/dl. Reportedly, the customer had manual injections and rapid acting insulin as backup method of therapy. The customer contacted a healthcare provider to obtain long acting insulin.